Event description:
The blades became stuck in the sleeve a total of three times during the procedure. Surgeon was unable to implant the hardware using the sleeve and completed the procedure using a dhs. An add'l 2 hours was added to the procedure. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing: no conclusion can be drawn as no device was returned. Review of the MFR records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The pfna nail and the blades, which were also sent back, are according to the specification. The manufacturing documents of these devices were also reviewed and no deviation was found.